Event description:
(B) (6) reported to smiths medical (B) (4) that the tubing separated from the syringe and was attached to the stopcock. The stopcock closed, so no adverse event.

Manufacturer narrative:
The reporter indicated that samples were unavailable for return. Smiths was unable to confirm the issue without returned product evaluation. The device history record could not be reviewed without a reported lot number as a reference. Review of the complaint database indicates this is the only reported tube separation for this product code in the past 24 months. No additional action is necessary at this time.